Event description:
During a procedure there was a 2-hour delay experienced. During use, the flow was chocked, the highest flow not more than 3l/min., " couldn't distention of the abdomen observed." They did have a back-up on hand from another company.

Manufacturer narrative:
H10: the device has not been returned for evaluation therefore, no conclusion could be made for the reported device failure.